Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of vibration and wobble at the front end was confirmed. An assessment was performed on the device which found that the device had vibration and wobbled in the chuck. During repair it was observed that the hudson chuck was slightly bent causing the device to wobble and vibrate. It was determined that this condition was due to mishandling by dropping the device. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, it was observed that the compact speed reducer device had vibration and wobbled in the front end. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.